Manufacturer narrative:
Concomitant medical products: dtmb2d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) observed from the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.